Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an opticap had a connection issue with a patient line during home patient (hp) use while the hp was not connected. The hp had disconnected from the homechoice (hc) and put the opticap on the patient line. However, when the hp tried to reconnect to the hc, the hp could not take opticap off from the patient line. The technical service representative (tsr) advised the hp to end the therapy and start over using all new supplies or continue the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.